Event description:
Per the independent repair center, the customer alleged problem is alarming. The key failure is the valve is not shifting. Additional malfunction is the pilot valve is alarming and shuts down.